Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot: (31623289) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure on (B)(6) 2026, the 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device (enc452800 / 9664726) was impeded in the hub of the associated 150cm x 5cm prowler select plus microcatheter (606s255x / 31623289) and could not be pushed into the microcatheter. The physician tried to retract the stent; the stent component was found prematurely detached from the delivery wire in the hub of the microcatheter. The physician removed the microcatheter and the stent from the patient and replaced both devices to complete the procedure. There was no report of any negative impact on the patient. On 08-may-2026, additional information was received. Per the information, the procedure was targeting an aneurysm on the c6 segment of the internal carotid artery (ica). Aside from the reported premature detachment of the stent, there was no damage noted on the stent / stent delivery system. The replacement stent was another 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device (enc452800). The replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed that there was no negative impact on the patient and no delay to the procedure.